Manufacturer narrative:
Customer replaced the syringe, which stopped the leak at the pump, but it was still leaking around the detector.a field service engineer (fse) was dispatched and found crem sample detector was leaking which was replaced, and this resolved the issue.the fse calibrated lamp, ran calibration and qc: results were within specifications.hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that syringe and detector on unicel dxc 880i synchron access clinical systems are leaking reagent.no one was exposed or injured by the leak.